Event description:
During ECMO, tubing split in raceway portion. Tubing immediately repaired. During repair, pt suffered from profound bradycardia. After repair, pt placed back on ECMO. Tubing was on another co's pump. Tubing could not be rotated through machine because the pt could not tolerate being removed from the device.